Event description:
Customer was hospitalized for low blood glucose levels. Troubleshooting was not performed. The customer also reported a33 alarms on the pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the seat, rewind, and occlusion test. No a33 error alarms were noted.